Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen (2000 mcg/ml at 272 mcg/day) via an implantable pump for unknown indications for use. It was reported that a critical alarm occurred. On (B)(6) 2020 the pump logs were checked in the hospital and it was found that a motor stall of 31 minutes and recovery had occurred on (B)(6) 2020 (started at 18:29, recovered at 18:58). It was reported that no direct cause, such as emi (electromagnetic interference), could be determined but was noted that the patient did take a taxi around that time. The patient was discharged again. It was indicated that there were no complaints/ no symptom return. It was related that in 2019 neurosurgeons decided to replace this patient's pump after multiple motor stalls [refer to manufacturer report 3004209178-2019-11443]. At the time of the report, the issue was resolved and the patient status was alive without injury. No surgical intervention occurred and none was planned. No further complications were reported or anticipated.